Event description:
It was reported the patient's implantable neurostimulator (ins) was protruding through his skin and it was black/blue and tender around the ins and it hurt. It was noted the patient's current ins did not work as well as his first implant. Additional information received 2.5 weeks later reported the patient had a bandage over his protruded ins. It was reported the patient ins still worked "kind of, sort of, maybe. It always worked kind of, sort of." The protruding ins was cause the patient "great pain and discomfort" and the patient wanted it removed. It was also noted the patient was diabetic. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2009 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).